Event description:
The ge oec 9800 fluoroscopy system had no image on the monitor, and displayed maximum technique factors.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective image intensifier that was removed and replaced. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.